Event description:
Information received from the (B)(6) clinical database.treatment of a left interior carotid artery (ica) aneurysm. It was reported that the patient had difficulty finding words after the procedurethe patient's difficulty with speech was reported to be ongoing.

Manufacturer narrative:
The device was not returned for evaluation as it was implanted in the patient.(B)(4).